Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that sometimes buttons were not responding. The customer¿s blood glucose was 119 mg/dl. The insulin pump had flow block alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm/occlusion - unknown timing not confirmed. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. (B)(4).